Event description:
It was reported that the customer had a frozen display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated there is no response in any button and screen is not totally blank. The customer was advised to remove battery for five minutes and reinsert with a new battery. The customer stated all buttons responding and time clock did advance. The patient was advised to monitor the insulin pump and call back if frozen display recurs. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.